Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom system error 105. System error 105 was confirmed through a review of the event history log and reproduced at power up. This condition was found to be caused by severed motor mount screws. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump experienced system error 105. It was also reported there was no patient injury.